Manufacturer narrative:
Biomed states that this cns is showing port 1 error. He also stated that if they click on any of 3 tiles on the screen, the cns will reboot. This indicates that the unit has corrupt software. The biomed wants to purchase 2 new hdd's to replace the old ones. Device scheduled to be returned. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
Biomed states that this cns is showing port 1 error. He also stated that if they click on any of 3 tiles on the screen, the cns will reboot. No patient harm reported.

Event description:
Biomed states that this cns is showing port 1 error. He also stated that if they click on any of 3 the tiles on the screen, the cns will reboot. No patient harm was reported.

Manufacturer narrative:
Biomed states that this cns is showing port 1 error. He also stated that if they click on any of the 3 tiles on the screen, the cns will reboot. This indicates that the unit has corrupt software. The biomed wants to purchase 2 new hdd's to replace the old ones. Device scheduled to be returned. No patient harm was reported. The following fields contains no information (ni), as an attempt to obtain information was made on march 26, 2021, customer will not be providing requested information. Attempt # 1: 03/26/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns.